Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. Based on all the information available it is likely that the internal battery was defective and was replaced as part of a warranty claim. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.